Event description:
A medtronic representative reported that the surgeon reported that during a spine procedure using the awl attachment and green navigation tracker, when the surgeon spun the tracker a quarter of an inch either left or right, the image would shift 5-10 mm from being down the pedicle to lateral of the pedicle. He discontinued navigation, but kept the frame on the patient. The system functioned normally for all tools without green navigation tracker. After the procedure, the screw on the navigation screen was showing superior and lateral of where it actually was placed. They did have to replace the screw. There was a delay to the procedure of 15 minutes. The patient was reported to be fine.

Manufacturer narrative:
The device manufacture date was unavailable as a valid lot number was not provided.

Manufacturer narrative:
Device manufacturer date was not available as no lot number was provided. A medtronic representative found that by covering one of the tracking spheres and looking at geometry error, one of the spheres was causing a large change in geometry error. This indicated that there was damage to the tracker. Other instruments were accurate. The site has previously purchased other trackers and will not need to replace the damaged one at this time. There were no other issues with the navigation system or instrumentation.

Manufacturer narrative:
(B)(4). With markers attached and fully seated, the fighter returned an elevated geometry error, but still passable. The support arms for both markers #1 and #4 are slightly bent causing the higher geometry error. Root cause: physical damage.